Manufacturer narrative:
(B)(4). The date of the event was reported as an unreported date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and the patient subsequently died. The patient was admitted to the hospital for an unrelated medical condition. During hospitalization, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. The patient was treated with unspecified intravenous antibiotics (dose, frequency, and duration not reported) for peritonitis. On an unknown date, pd therapy was discontinued due to "pd therapy was no longer effective" and the patient was switched to hemodialysis. A few days prior to the patient's death, the patient was discharged home. During this time, it was not reported if the patient had recovered from the peritonitis event. Three days prior to this report, the patient died. It was reported that the patient was on hospice care prior to time of death. The cause of death was unknown and an autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.